Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implantable neurostimulator (ins) stopped working a month prior to the report. It was noted that the recharger was not recharging the ins and no coupling boxes were shaded; the "poor coupling" screen was reported. The patient stated that she tried recharging her ins for hours and the battery level had not passed a quarter worth of charge. When the antenna locator (al) feature was performed, "power on reset (por) appeared, but cleared later and only two boxes were shaded during recharging session. The patient will try a new insr antenna for the coupling issues and follow up with their healthcare provider (hcp) if the new insr antenna does not work. No patient symptoms were reported and indications for use include spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.